Manufacturer narrative:
(B)(4). During initial investigation, the reported condition was confirmed. The device is currently being evaluated at the customer facility. Upon completion of the evaluation, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that alarmed constantly. It is unknown in which care area or process step that this event occurred. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is avaialble at this time.

Manufacturer narrative:
(B)(4). During sample evaluation, visual inspection was performed and the pump was found dirty. Functional tests were also performed, failure 66 was found when the pump was turned on. The customer reported problem was confirmed during device evaluation as failure code 66. The battery was unable to hold a charge resulting in a low battery. The battery was replaced to resolve the reported condition.